Manufacturer narrative:
(B)(4). Investigation of the log files was performed by the product surveillance team subject matter expert (sme). Results of the log file investigation did confirm the electrode inaccuracies. The following facts were identified in the logs: - fusion: the fusion between exams was reproduced using software version 3.1.6.432. The MRI used for the fusion was fuzzy/distorted that could lead to a bad fusion. The merged pre-op and post-op CT exams show a visible shift in the patient¿s head. The user did perform a merge after the implants with a different exam and the fusion did appear better. - registration: manual bone fiducial registration was performed and resulting in passing rms values. The rms error was 0.67mm, which is under the 1.0 mm threshold. - verification: only three of the seven points taken were within the system¿s 2 mm threshold. The software notified the user that ¿a significant error has been detected on this point¿ for all verification points that were above the 2mm threshold. Review of the registration verification screenshots indicate that verification was not performed on the recommended anatomical points. The software notified the user that ¿a significant error has been detected on this point¿ for all verification points that were above the 2mm threshold. The user chose to validate the high errors and proceed with the case. - electrode deviation: the distance between the entry points of the placed electrodes and the planned entry points were analyzed on the post-op CT-bone exam. Both electrodes were displaced greater than 2mm. The deviation analysis suggests there was head movement, as both electrodes appeared to have shifted in the same direction, laterally. There were no software anomalies identified which would have caused or contributed to the reported event. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. The user manual provides information on the methods for registration and warns user that registration error can cause inaccuracies in section 2.4.1 (registration methods). Section 4.6 (registration) details the procedure to perform a registration and verification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported post-operatively there was a merge issue. After verifying merge of oam scan, entry points looked wrong, but when remerging the scan to the previous oram spin, it was able to right the merge. The original merge looked normal, but seems it was off. Investigation results confirmed entry point inaccuracy. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Corrected: g4. Updated: g3; h2.

Event description:
No further event information available at the time of this report.